Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our canadian affiliates, during implant of a 29 mm sapien 3 ultra resilia valve implanted in the aortic position by transfemoral approach, resistance occurred as the commander delivery system reached the tip of the esheath+. The delivery system was withdrawn without difficulty, and the procedure was completed successfully. Distal tip damage of the esheath+ was observed. There was no patient injury, and the patient remained in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b4, g3, g6, h2, h3, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The 16f esheath+ was returned and the following observations noted: liner expanded, as designed. Distal tip opened but torn. All score lines (axial, slant and radial) present at distal tip. Hdpe material stretched along score lines. Due to the nature of the complaint, no functional or dimensional testing was able to be performed. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for sheath distal tip torn was confirmed, based on the evaluation of the returned device. The investigation has determined that esheath/esheath+ tip expansion performance may be influenced by patient specific anatomical factors, procedural factors, and manufacturing related variables. As part of this investigation, manufacturing evaluations identified opportunities for improvement that may further support consistent tip expansion, including under challenging anatomical and procedural conditions. These manufacturing improvement opportunities include defining axial outer diameter score depth requirements and adding procedural controls to reduce inner diameter surface damage, thereby supporting more robust and consistent tip expansion. Although it was reported mild calcification and tortuosity, and a minimum luminal diameter >67 mm, without 3mensio imagery the potential contribution of patient factors in the complaint event could not be assessed. Patient and/or procedural factors ' such as challenging anatomy or non-coaxial advancement ' may further exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.